Event description:
This valve was explanted due to recurrent endocarditis and pv leak. After implant, the pt had positive blood cultures and was treated with IV antibiotics that were continued after discharge. Three months postoperatively, the pt presented with "severe mitral regurgitation and periprosthetic leak" confirmed by trans-esophageal echo-cardiography. The pt was then admitted to the hosp and started on IV antibiotics. At explant, the valve was noted to be dehisced from approx 12 o'clock to 3 o'clock, with "several sutures" pulled out of the annulus and "evidence of endocarditis in the remainder of the annulus". The valve was replaced with sjm 27mj-501.